Event description:
In 2007, the customer reported to bsc that, during a hemostasis procedure, the handle was actuated to open the clip, but the resolution clip would not release from the catheter. The resolution clip was "pulled from the tissue" with no additional trauma occurring at the bleed site. The procedure was completed with another of the same device. The pt did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.